Manufacturer narrative:
This report is submitted on august 10, 2017, (B)(4).

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration on (B)(6) 2017, subsequent to the patient sustaining a trauma to the head. Revision surgery is planned; however, has yet to occur.